Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not run at first, it only slowly clicked then started to run. Therefore the reported condition was confirmed. It was further noted that the device gets hot. The assignable root cause was determined to be due to wear on components from use over time. . If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the electric pen drive device did not work. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. It was reported that the event was discovered in 2015 however, could not specify the month or day of the event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.